Event description:
Intermittent discrepant troponin t results. The following examples were provided: on (B)(6) 2007, gave initial result 0.11 ng/ml. Same sample repeated twice gave results of 0.036 and 0.033 ng/ml. On (B)(6) 2007, patient 1, initial result 0.041 ng/ml, repeat 0.054 ng/ml. New sample drawn from patient gave result of <0.010 ng/ml. Initial sample was retested and recovered <0.010 ng/ml. Patient 2, initial result 0.054 ng/ml, repeated and gave result of 0.047 ng/ml. New sample drawn from patient gave result of <0.010 ng/ml. Initial sample was retested and recovered <0.010 ng/ml. Initial results were reported, patients not adversely affected. The field service representative determined the instrument was not plugged into a dedicated ups nor plugged into a dedicated 120vac circuit. The instrument set up was corrected.